Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was when patient was charging, whether pt was walking around or laying on the bed, all of a sudden the stimulation would cut off without patient doing anything and it would switch to maybe group c. Last night it went off in one leg but stimulation was on in the other leg. Patient had to turn the whole thing off and start it back over so patient could get stimulation in both legs. The issue above only happens when pt is charging, it does not happen when pt is not hooked up to the device. The first couple of times patient noticed it when patient had the controller in the pocket. But last night or the night before last, patient noticed the issue when they were laying in the bed completely still and it still did it. Patient thought maybe when they was walking around with it in their pocket they were hitting something for some reason. Patient did not know what was going on. Patient would notice the stimulation had changed and patient would open the controller back up and look at it and it will say 'stimulation off'. Patient would have to turn it back on. Sometimes it would switch groups on its own and patient had not touched anything to make group c happen. The issue had been happening for about a week now. An email was sent to repair to replace the controller. Patient was redirected to follow up with healthcare provider if the issue persisted. Additional information received from patient. Patient called back stating they had received the replacement controller, but the issue had not been resolved. Patient stated their stimulation was still turning itself off on its own and added that a couple of days ago for the first time it went into MRI mode on its own. Patient confirmed they keep the ins charged and stated they were not around any strong emi. Patient also mentioned they are disabled. Agent provided information and redirected to hcp to further address. Patient added that they had received an email from man asking if their device was still acting up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative(rep). It was reported that reported that device is turning up and down on its own. They also claim that the device will turn on and off as well as go into MRI mode on its own. Patient stated they feel the stimulation ramp up without even having the controller in their possession. They also said they feel the stimulation go off and when they check it¿ll be in MRI mode, or the stimulation will show that it is off. Troubleshooting was performed. The rep interrogated the device and found that everything was within specification. They reviewed the logs and found very consistent usage. They then checked to make sure the patient was not on cycling or adaptive stim. The cause was unknown.the issue is ongoing and not resolved. Interrogation of the device found nothing of concern. The patient has great coverage but is reporting these issues and there is no known source or ability to identify the cause.

Manufacturer narrative:
H3: product analysis: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-sep-05. The rep reported they spoke with technical services on september 5, 2024, and reported the following updates. Pt had an ins replacement on (B)(6) 2024. The rep was working on the warranty information and would be returning the ins for analysis. All impedances were within normal range at the time of the replacement. The pt's next appointment would be (B)(6) 2024, to activate the new (i.e., replacement) ins. Additional information was received on 2024-sep-16. The rep reported the battery was not functioning properly. The ins was returned and received in for analysis.